Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 177mg/dl. She retested using another meter and received a reading of 87mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. New meter and strips were sent to the customer and she is expected to return her strips for evaluation.